Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) exhibited undersensing resulted in false pause episodes. Patient status was unknown.